Manufacturer narrative:
No further information was received for this event. This report is an additional component to the event reported on 3010536692-2019-01156.

Manufacturer narrative:
Updated medical device information.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, the head and liner were exchanged and stem is an extend.